Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Not accurate at all. I am a healthcare provider so I know how to obtain a sample and process it. It gave a negative test response for covid and flu with major symptoms. Test at my apns office within 24 hours and was positive for influenza a.